Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept vibrating and beeping. The insulin pump kept giving herself too much insulin and her blood glucose level went down to 34 mg/dl. She had to drink all types of stuff to bring her blood glucose level back up. She was back on pens and stopped using the insulin pump. The device was not returned.